Event description:
Follow up information received reported that the patient was now able to recharge and was doing well.

Event description:
It was reported that coupling and/or communication issues occurred. The implantable neurostimulator (ins) may be flipped. It was recommended to perform an x-ray to determine if the ins was flipped. The implant was viewed under fluoroscopy where it was confirmed that the ins was flipped. The patient was scheduled for a revision surgery. The revision was scheduled for (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Recharger model 37752 serial # (B)(4) implanted: na explanted: na; patient programmer model 37743 serial # (B)(4) implanted: na explanted: na; lead model 3778 serial # (B)(4) implanted: (B)(6) 2011 explanted: unk.